Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015; 694765 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing; it was oversensing the atrial tachycardia(at)/atrial fibrillation (af). The lead will be reprogrammed at the patient's next check and the lead remains in use. No patient complications have been reported as a result of this event.